Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that during a vena cava filter deployment, the limbs became crossed and did not fully expand during deployment; therefore, a snare device was used to capture and retrieve the filter. A new vena cava filter was prepped and deployed successfully. There is no reported patient injury.